Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 2.75x12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. The most proximal stent strut row was flared outwards. The distal end of the stent was damaged with stent struts lifted and pulled in a proximal direction. The undamaged mid-stent crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 80mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). A 2.75x12mm synergy¿ stent was advanced but failed to cross the lesion. When the device was pulled out once in order to use a micro catheter, a part of the strut was lifted. The device was replaced and the procedure was completed with a 2.75x12mm non-bsc stent. No patient complications were reported.